Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that upon removal of the product, there was resistance. Upon removal, a circumferential ridge was found on the top portion of the catheter balloon. The product was not pre-tested. It was later reported that after the catheter was removed, a small amount of blood was noted on the catheter.

Manufacturer narrative:
Received 1 used silicone catheter with the foley tray labeling only. The visual inspection noted that the inflation arm and cap were cut off. The arm was not returned with the sample. A functional evaluation could not be performed due to sample condition. Per a dimensional evaluation, the active length was measured with a digital caliper and results were as follows: short side= 0.7715¿, long side=0.7870¿ (per specification, the active length is 0.6¿ to 0.9¿). The catheter active length was found within specification. The reported event was found inconclusive due to poor sample conditions. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal of the product, there was resistance. Upon removal, a circumferential ridge was found on the top portion of the catheter balloon. The product was not pre-tested. It was later reported that after the catheter was removed, and a small amount of blood was noted on the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal of the product, there was resistance. Upon removal, a circumferential ridge was found on the top portion of the catheter balloon. The product was not pre-tested. It was later reported that after the catheter was removed, and a small amount of blood was noted on the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal of the product, there was resistance. Upon removal, a circumferential ridge was found on the top portion of the catheter balloon. The product was not pre-tested. It was later reported that after the catheter was removed, a small amount of blood was noted on the catheter.